Manufacturer narrative:
Photo evaluation: it is not possible to determine the lot number or catalog through the photos provided. Crease / folding of implant: no observed. Seroma-late: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma late.

Event description:
Patient representative reported seroma late in left side diagnosed via MRI. The device remains implanted.